Event description:
It was reported that the lead fractured. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) facility. Device evaluation anticipated, but not yet begun